Event description:
It was reported that the patient underwent surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-03537. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat pelvic organ prolapse, stress urinary incontinence, cystocele, and rectocele and mesh was implanted along with the concurrent procedures of pubovaginal sling, anterior-posterior colporrhaphy, colpopexy, cystoscopy, and vaginal hysterectomy. It was reported that following insertion of the mesh the patient experienced pelvic pain, difficulty sleeping, vaginal pain, abdominal pain, frequent urination, lethargy and incontinence, loss of ability, must be fed, and is bed ridden on hospice care. (B)(4).